Event description:
It was reported the patient had been unable to receive adequate coverage due to the programmer not performing as intended. As a result, a new programmer was sent to the patient. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.